Event description:
Boston scientific received information that this patient has recently lost a significant amount of weight and as a result the device has migrated to lower in the chest. Additionally the right ventricular (rv) lead has exhibited pauses in pacing and noise which caused inappropriate anti-tachycardia pacing (atp). The lead is believed to be fractured. The physician elected to replace the rate/sense portion of the rv lead. Both the device and lead remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.